Event description:
Healthcare professional reported "the exchange only took place because of the recall". Patient has further reported they had capsular contracture, baker grade unknown. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: no observations are performed for the complaint as the event is insufficient information. Additional observations: wear abrasion observed on the device. Deformation observed on the device. Yellow particle observed on the device. No further actions are required as the device was implanted.

Event description:
Patient has further reported they had capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.